Manufacturer narrative:
The technician found a sticky fluid in the siderail center arm assembly, preventing the siderail from latching.

Event description:
Information received indicates the left head siderail will not latch.